Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose of 449 mg/dl. The customer declined to troubleshoot for high blood glucose level. Customer reported that the calibration option was greyed out and she cannot choose to calibrate. The insulin pump will not be returned for analysis.